Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire broke inside the sheath on a ncircle tipless stone extractor during a ureteroscopy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. The complaint device, ntse-022115-udh, lot 8550715, was returned for investigation. The device was returned with the handle in the open position. The collet knob is tight and secure. The mlla male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. A functional test noted the handle does not actuate the basket formation. A visual examination noted the support sheath is bowed starting at 2 cm from the mlla. Kinks were noted in the basket sheath at 34.5 cm from the distal tip and again at 53 cm, 53.5 cm, and 88 cm from the distal tip. The support sheath and the basket sheath were found to still be adhered. The basket assembly can be manually moved. With the handle in the open position, the basket coil extends 8 mm beyond the basket sheath. The basket formation, including the distal cannula has been severed from the coil assembly and was not returned for investigation. A review of the device history record showed no non-conformances related to the reported failure mode. A complaint history search revealed this is the only complaint associated with the complaint device lot number 8550715. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have had the basket coil severed and the basket subassembly was missing from the distal end of the device and was not returned. Sheath damage was noted in multiple locations along its length. It is most likely the device suffered damage during handling and use that caused the observed sheath damage and the severed basket coil. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.